Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 1348445 . D.4. Medical device expiration date: 30-nov-2026 . H.4. Device manufacture date: 03-jan-2022. D.4. Medical device lot #: 1323389 . D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 17-dec-2021. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml luer-lok syringe plunger falls out. The following information was provided by the initial reporter: during the collection of the liquid in the vial, the doctor¿s internal staff had the plunger that came out of the hollow cylinder.

Event description:
It was reported that the bd 1ml luer-lok syringe plunger falls out. The following information was provided by the initial reporter: during the collection of the liquid in the vial, the doctor¿s internal staff had the plunger that came out of the hollow cylinder.

Manufacturer narrative:
H6: investigation summary no samples received by our quality team for evaluation. According to verbatim, the complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. Since the reported condition is most likely related to the product design and not a true defect, corrective actions are not required at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.